Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) haif information is provided in the future, a supplemental report will be issued. Da broken ventricular connector and a broken hanger. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.